Event description:
It was reported to boston scientific corporation a male patient underwent a ureteral dilatation procedure in 2008. During the procedure, using the oncore inflater and a rigid scope, the balloon was dilated 15 atmospheres next to a stone (unknown size). The balloon and rigid scope were removed due to the inability to achieve proper placement. The physician then attempted to use a flexible scope but still had some difficulties. The physician then shot some contrast into the balloon. It was reported that it appeared the contrast leaked out of the balloon, causing a stream of fluid to perforate the ureter. According to the complainant, the physician was able to complete the procedure by placing a stent.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.